Manufacturer narrative:
The pod was received with the soft cannula deployed and the top housing punctured. The damage was positionally aligned with the internal damages to the piezo, ratchet gear and talon hooks, indicating post-use damage. Multiple attempts made to download the data from the pod were all unsuccessful. Measurement of the battery voltages found all three batteries to be depleted. Corrosion was observed on the reservoir cap, mechanism rail, linkage assembly, catch beam, batteries and printed circuit board (pcb). Liquid was observed inside the device, but no leaks were found along the fluid path. Based on the size of the top-housing puncture, the presence of liquid inside the pod and the amount of corrosion, it can be concluded that the post-use damage permitted fluid ingress into the pod via the puncture hole, resulting in corrosion. The corrosion depleted the batteries and prevented the retrieval of the download data. The exact timing of the post-use damage could not be determined. With no download data, the exact cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported.